Event description:
Customer reported erratic vertical column movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint.